Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified no visible damage to the shell. The liners both have visible damage to the scallop areas. There was no damage to the locking feature of either liner. It is unknown if the damage occurred during or prior to assembly attempts. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00376, 0001825034 - 2023 - 00377 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon implanted g7 bonemaster shell, 1 screw, high wall liner and then a + 10 degree liner. The surgeon implanted the cup, inserted 25mm bone screw then went to put in high wall liner. There was solid impact on liner engagement but immediately after, the liner disengaged. The surgeon thought it was the screw, so he removed it and then put it back in, making sure it fully seated again. He then attempted to impact liner for a 2nd time, and it would not engage. He was asked to check soft tissue impingement and check the screw again. The surgeon followed all tips instructions on placing the liner and screw correctly, and he didn¿t see any soft tissue impingement but cleared any soft tissue in vicinity. He then decided to remove the screw and replace the liner and again, the liner initially engaged and then when trialing, it disengaged a third time. The surgeon was offered to replace the liner with a new liner (10 degree) and he impacted that into existing cup. The liner disengaged twice more upon trialing. The surgeon was advised to remove the cup and put in a new cup, which he did, and he once again tried to impact existing liner. The liner once again disengaged. It was then suggested to open a new liner and he impacted that liner and it stayed engaged. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.